Event description:
An article was published in lasers in medical science citing a case study of 'comparison of femtosecond laser-assisted corneal relaxing incisions and toric implantable collamer lens for low-to-moderate astigmatism: a retrospective study'. The patient experienced an excessive vault and low vault. Lens was repositioned and explanted. The article reported, '2 patients in the fs-cri group underwent icl position adjustment owing to excessive vault, and in the ticl group, 2 patients each underwent ticl replacement owing to excessive vault and insufficient vault'. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/ replace/ reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).